Event description:
During follow-up, the caregiver (cg) reported to baxter product surveillance that he recently noticed that some of the sponges on the iodine caps have been low on fluid because the sponge is either set too high or too low. The cg stated that he did not notice any damage with the package before use and all the caps had been stored at room temperature prior to use. The cg stated that it has not affected therapy; they had to use another cap. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported problem of inadequate iodine was not confirmed because no samples were returned to baxter for analysis. A root cause was not identified due to insufficient information.